Event description:
Hcp reported that the pt had increased pain. They performed a rotor study on the pt's pump and it is "not working". The device has not been explanted. They have given the pt oral supplements and this has given the pt reasonable relief.